Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 3 years old and has been in for service 4 times since purchased. The inspection found that the device operated normally, and device was in specifications on all graft settings. Unable to determine a cause of the reported complaint. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was missing portion of skin when cutting. Additional clinical f/u with the hospital indicated that the device left a 1/2" center section of skin graft on two different passes. After the first pass, the blade was changed and the second pass resulted in the same 1/2" center section uncut. An alternate available unit was obtained to complete the planned graft harvest procedure. An add'l graft was harvested to cover the wound site. No additional intervention, only slight increase in procedure time, less than 15 minutes.